Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, scope communication error code (e227) was identified during the device evaluation: . Based on the results of the investigation, it is likely the scope communication error code (e227) occurred due to corrosion on plug unit. The most probable cause of it is not recognizing the scope traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited it is not recognizing the scope. The event occurred during inspection for use. There were no reports of patient involvement.